Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced insufficient pain relief and pinching at the adjacent implant site. The patient underwent an explant procedure in which the device was removed. The device will not be returned for analysis as it was retained by the facility. No further information has been obtained despite good faith efforts.